Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. (B)(4).

Event description:
Additional information was received which indicated that the fibers were removed during the initial procedure and there was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing issues with fibers that are getting on the instruments and in some cases ending up in the eye. Additional information and product samples have been requested.